Manufacturer narrative:
(B)(4). Additional information has been requested and obtained. If further details are received at a later date a supplemental medwatch will be sent procedure name? Unknown. Procedure date? Unknown. Date of event? Unknown. What was the reported issue with the dermabond advanced? Unknown. Did the wound dehisce? Unknown. Why was the product removed and wound re-sutured? Unknown. No product will be returned.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and topical skin adhesive was used. Post-operative patient went to the family doctor for an unknown reason. The doctor removed the adhesive and stitched the wound closed. The patient suffered no ill effects from the adhesive.